Manufacturer narrative:
D9: date returned to mfg 7/8/2024 one device was returned for analysis. Visual inspection showed a cracked syringe port and scratches on the screen. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. Service history review identified that the device was last serviced 19-nov-2018 for an issue related to ¿physical damage¿ per ro# 937688.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no customer damage reported. The device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.